Event description:
Patient experienced pain with possible infection.

Manufacturer narrative:
The report concludes: following investigation by bioengineering, notification was received that: root cause: undeterminable, limited information can be ascertained from the x-rays. The lateral x-ray does suggest some malpositioning of the joint. It is not possible to comment on the infection report or lack of it from the x-rays. It is not possible to say is there is a manufacturing fault from the limited information available. It is likely in this case that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and implant design. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then further investigation shall be completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.